Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Upon insertion of the epidural needle, when the needle made contact with bone, the tip of the needle bent. While inserting and removing the catheter, it was said to feel as if the catheter may shear off. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the epidural needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle tip bending during use could not be determined based upon the information provided and without a sample.

Event description:
Upon insertion of the epidural needle, when the needle made contact with bone, the tip of the needle bent. While inserting and removing the catheter, it was said to feel as if the catheter may shear off. The patient's condition was reported as fine.